Manufacturer narrative:
H10: h3, h6: one 72202595 twinfix ultra pk 4.5mm suture anchor used in treatment was not returned. The customer provided a photo. The information provided states: ¿during shoulder rotator cuff repair surgery, it was found inserter rust under arthroscope when use it¿. Rust is unable to be determined from a photo, discoloration is present in the picture but it cannot be confirmed to be rust without product returned. The investigation into this failure mode is ongoing and will continue to be monitored. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Event description:
It was reported that during shoulder rotator cuff repair surgery, it was found inserter rust under arthroscope when use it, no delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.